Event description:
During a routine maintenance visit at the user facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During a routine maintenance visit at the user facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The user facility elected not to return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.